Event description:
It was reported that the patient experienced loss of stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted leads will not be returned per physicians preference.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7079241.